Event description:
A customer reported failed thyroid stimulating hormone (tsh) proficiency testing for third quarter (q3) on the aia-900 analyzer. Technical support specialist (tss) followed up with the customer and the customer confirmed three out of the five values were above the upper limit of the acceptable range for the tsh, but all other analytes passed within acceptable range. The last performed quality control was within acceptable range. The analyzer was over due for preventive maintenance (pm) and customer requested service and plans to repeat proficiency testing. A field service engineer (fse) was dispatched for analyzer pm. There is no indication of any patient intervention or adverse health consequences due to the reporting event.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period. The most probable cause of the reported event is pending investigation.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. The analyzer was due for annual periodic maintenance(pm). Fse performed pm successfully; ran quality control (qc) without error and within specification. No further action required by field service. The aia-900 is functioning as expected. The technical support specialist (tss) attempted to contact the site regarding the rerun of proficiency samples. No further information was provided. The st aia-pack tsh analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 ¿iu/ml, and the lowest measurable concentration is 0.03 ¿iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 ¿iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ¿iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established. No update from the customer regarding the rerun of the failed samples. Corrected data: incorrect serial number 29771909 mentioned in "(B)(4)" initial submission. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period.